Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7109887. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was coded during an implant procedure. The procedure was aborted and the patient was intubated, resuscitated during the placement of the second lead. All products were explanted and the patient was transferred to the hospital. The patient was doing well and currently in a stable condition. All explanted devices were retained by the medical facility and will not be returned.